Event description:
It was reported that the insertable cardiac monitor (icm) was popping out of the patient anatomy. The device was explanted. No new device was implanted and the device location was not known to be returned for analysis. No additional adverse patient effects were reported.